Event description:
It was reported that the monopolar curved scissors (mcs) instrument would not cut anymore during a da vinci prostatectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument was placed on an in-house system and failed the latex cut test. Mechanical indentations/burrs were found on the instrument blades, which could affect the cutting. The evidence was inconclusive, but the mechanical indentations/burrs damage was likely due to mishandling/misuse. Failure analysis also observed deep scratches on the main tube towards the distal end with measurements of .420 x .056. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Failure analysis also observed that the instrument tube extension pad printing was removed. The measurement of .099 x .490 of print was missing. The evidence was inconclusive, but the pad printing removed damage was likely due to improper cleaning. No other damage was found. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing was removed, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.